Event description:
The customer reported obtaining erroneous accu tni (troponin I) results, in the risk stratification range, for one pt when using unicel dxc 880i synchron access clinical system. Erroneous test results were not reported out of the laboratory. Results within the normal reference range were obtained upon repeat testing. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Sample is lithium heparin plasma collected in a gel separator tube. Centrifugation info was not supplied. Customer stated the collection tube had the proper fill volume and the sample appearance was normal. The pt's sample was not re-centrifuged prior to reanalysis. However the repeats were aspirated from a 2 ml sample cup and not the primary collection tube. Quality control (qc) was within the customer's established ranges prior to and after the erroneous result. The customer is not questioning any other assays or results and has not had further issues with the system. There were not any errors in the event log associated with this event. The field service engineer (fse) was dispatched and performed the hardware verifications protocol. All verification testing met published specifications. No hardware issues were noted. The root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.